Manufacturer narrative:
Investigation summary : bd had not received samples or photos from the customer for investigation. Therefore, 20 retention samples from bd inventory were evaluated by draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 : see h.10.

Event description:
It was reported that during use with a bd vacutainer® lh 68 i.u. Plus blood collection tubes underfilling of tubes occurred. The following information was provided by the initial reporter, translated from french to english: tube filling problem on 100 rack on emergency department: rack removed from service.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd vacutainer® lh 68 i.u. Plus blood collection tubes underfilling of tubes occurred. The following information was provided by the initial reporter, translated from (B)(6) to english: tube filling problem on 100 rack on emergency department: rack removed from service.